Manufacturer narrative:
The customer called and reported their cautery was not functioning. The customer purchased a new cautery cable which resolved the issue. The customer did not request svc. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported the equipment's cautery did not work during a cataract with intraocular lens implant procedure. The procedure was completed with an alternate system, with a delay less than 15 mins. There was no harm to the pt.